Event description:
It was reported that the stair chair could not engage due to damaged tracks. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer declined repairs and removed the device from service.

Event description:
It was reported that the stair chair could not engage due to damaged tracks. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.